Manufacturer narrative:
Additional information was requested but not received.

Event description:
New information received noted that the noise was discovered in clinic. Programming changes were made. Patient condition was stable.

Event description:
It was reported that patient's right ventricular lead exhibited noise. No intervention was performed. Patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.